Manufacturer narrative:
Hamilton medical ag reference (B)(4). Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: the report from hospital say: on (B)(6) 2026, during the rescue of a compound injury patient, medical staff adjusted the ventilator to assist the patient in breathing. After using it for about 10 minutes, they found that the patient's blood oxygen saturation decreased, heart rate increased, and the ventilator's oxygen source was insufficient, triggering an alarm; immediately use alternative methods (breathing bag assistance) and investigate the cause. The oxygen hose and the oxygen nist connector of the ventilator leaked air, causing the connector to slip out. Re tighten the nist connector, adjust the ventilator, and display normal operation. Reconnect the ventilator to support breathing for the patient. - the patient's blood oxygen saturation decreased, heart rate increased - immediately use alternative methods (breathing bag assistance).